Event description:
Same case as MDR ID: 2134265-2015-02860. (B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2013, the patient presented due to stable angina and was referred for cardiac catheterization which revealed the 85% stenosed target lesion that was located in the proximal left anterior descending artery (lad) and was 10 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, and placement of 2.50 x 16 mm and a 3.00 x 16 mm study stents. Following post dilatation residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with cardiac chest congestion and was hospitalized on the same day. Three days after, coronary angiography revealed 100% stent thrombosis of proximal lad, which was treated with percutaneous coronary intervention (pci). One day post procedure, the event was considered as recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02860. It was further reported that in (B)(6) 2015, the patient was diagnosed with myocardial infarction (mi). Cardiac enzyme elevation was not consistent with the protocol definition of mi, both ck-total and ck-mb results were within the upper limit of the normal values. Post procedure, residual stenosis was 0%.

Manufacturer narrative:
Complainant name: the first affiliated hospital of (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2015, in-stent restenosis occurred and was not stent thrombosis as what was previously reported.